Event description:
Complainant alleged that paramedics arrived on a scene of a (B)(6) male pt who was lying on the ground unconscious, not breathing and had no pulse. The paramedics immediately started CPR. The paramedics attached the device to the pt who was now in ventricular fibrillation. The pt was shocked once at 120j, and then at 150j with no conversion. The pt went to a pulse less electrical activity rhythm then back to ventricular fibrillation. The pt was shocked a total of 15 times and on the 16th shock, the device failed to discharge. The paramedic swapped the electrode pads and shocked the pt 7 more times and were able to get a heart beat from the pt. The pt was transported to the hospital, in which the pt went back into ventricular fibrillation. The clinician obtained another device and shocked the pt 3-4 times. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.